Event description:
The customer reported to olympus the endoeye flex deflectable videoscope image was defective when operating the steering wheel. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappeared when angled in the right-left direction due to damage on the charge-coupled device unit resulting in a short- circuit of the image sensor cable. Upon further inspection, it was observed that the adhesive on the bending section cover had a chip due to physical or chemical stress. It was also observed that the bending section could not be fixed firmly due to wear and deterioration on the lock engagement lever friction plate. Lastly, it was observed that the video connector and video connector case had a crack due to a handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer (updated b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, or a system failure. Olympus will continue to monitor field performance for this device.

Event description:
Upon follow up, it was noted that the procedure was therapeutic. No further information was provided regarding the event.